Manufacturer narrative:
(B)(4): eval : results: eval of the returned product shows that when tested using a working sensor, the alarm powers on, but does not sound the alarm when weight is removed from the sensor. Also, the fail safe and tone selector features do not work. The alarm does not pass functional tests. (B)(4).

Event description:
The reporter stated that when weight is removed from the sensor, the alarm does not sound. The batteries were replaced with a new supply. Also, the alarm was tested with a new sensor and the results remain the same. There was no pt incident or injury reported.